Event description:
It was reported that the burr detached requiring additional intervention.The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A 1.25mm RotaPro was selected for use. During the procedure, the rotational speed dropped from the set speed of 220,000 rpm and the tip of the burr separated in the lesion site. Snaring was done to remove the fragment. The procedure was completed with a different device. There were no complications reported.